Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette; further described as a "heater leak". This was observed during initial drain of peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.